Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after feeling short of breath for a week. The patient was treated with diuretics for suspected bronchitis or other infection. The patient stated he was allergic to steroids; however, steroids were still administered to the patient who then became dangerously hypotensive. The patient was rolled on his side and pulseless electrical activity (pea) occurred. The patient was intubated and transferred to the intensive care unit (ICU). The cardiologist and the electro physiologist suspected the symptoms were due to acidosis due to respiratory issues. The device had been evaluated prior to the event and the device showed normal function and stable threshold measurements. Device evaluation after the event noted elevated threshold measurements and a heart rate of 30bpm. A review of telemetry strips also noted many events of bradycardia, despite the device having been programmed to ddd mode at a rate of 60ppm. The patient had informed the physician that he thought he was going to die and a patient advocate also stated the patient did not have much will to live recently and tried to take his life a couple of times. No additional adverse patient effects were reported.